Manufacturer narrative:
Concomitant therapies: juvéderm® volift" with lidocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, firmness and lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and skin irritation: "undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: " inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. " indurations or nodules at the injection area."

Event description:
Healthcare professional reported injecting a patient with juvederm" voluma" with lidocaine in the cheeks, juvederm volbella" with lidocaine in the vermillion borders and upper perioral as well as juvederm volift" with lidocaine in the nasolabial folds and marionettes. About 3 weeks later, the patient injected again with juvederm" voluma" with lidocaine in the cheeks, juvederm volift" with lidocaine in the smile lines and corners of the mouth as well as juvederm volbella" with lidocaine. Patient began taking "new herbs" 2 months after the last injection. A month later, the patient developed swelling over the cutaneous upper lip. The severity of it was waxing and waning. Patient had felt fine, there was no fever or redness. Patient was advised to take cetirizine. On the following night the patient's cutaneous upper lip was larger and the area over the lower right marionette line/jowl is now also firm and lumpy and there is a lump under the right eye. The patient was not injected in the infraorbital region. The healthcare professional wonders if the events could be a delayed reaction. The patient was managed by another doctor and was treated with several sessions of (B)(6), prednisone, kenalog and minocycline about a week after symptoms developed. Treating doctor noted that patient had a temporal relationship between treatment with minocycline and symptom improvement. This is the same event and the same patient reported under MDR ID #3005113652-2016-00882 (allergan complaint # (B)(4)), MDR ID #3005113652-2016-00884 (allergan complaint # (B)(4)) and MDR ID #3005113652-2016-00886 (allergan complaint # (B)(4)). This MDR is being submitted for the third suspect product, the first injection of juvederm" voluma" with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the cheeks, juvéderm® volbella¿ with lidocaine in the vermillion borders and upper perioral as well as juvéderm® volift¿ with lidocaine in the nasolabial folds and marionettes. About 3 weeks later, the patient injected again with juvéderm¿ voluma¿ with lidocaine in the cheeks, juvéderm® volift¿ with lidocaine in the smile lines and corners of the mouth as well as juvéderm® volbella¿ with lidocaine. Patient began taking "new herbs" 2 months after the last injection. A month later, the patient developed swelling over the cutaneous upper lip. The severity of it was waxing and waning. Patient had felt fine, there was no fever or redness. Patient was advised to take cetirizine. On the following night the patient's cutaneous upper lip was larger and the area over the lower right marionette line/jowl is now also firm and lumpy and there is a lump under the right eye. The patient was not injected in the infraorbital region. The healthcare professional wonders if the events could be a delayed reaction. The patient was managed by another doctor and was treated with several sessions of hylenex, prednisone, kenalog and minocycline about a week after symptoms developed. Treating doctor noted that patient had a temporal relationship between treatment with minocycline and symptom improvement. This is the same event and the same patient reported under MDR ID #3005113652-2016-00882 ((B)(4)), MDR ID #3005113652-2016-00884 ((B)(4)) and MDR ID #3005113652-2016-00886 ((B)(4)). This MDR is being submitted for the third suspect product, the first injection of juvéderm¿ voluma¿ with lidocaine, also a device manufactured by allergan.